Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
This procedure was performed in (B)(6). Customer states that after successful treatment of the saphena magna left side of the catheter had a fracture in the coil and 2 perforations in the coil. For the right leg a new catheter was used. No patient harm/no pain during or after procedure. Further information stated that soft manual singlehanded compression with 500ml nacl including lidocaine 50ml was used. There was confirmation that the vein closed with a duplex-sonography. The investigation of the returned closurefast catheter was performed on (B)(6) 2015 and found that the customer's interpretation of the coil fracture was confirmed. A visual inspection of the device showed coil segment was bent approximately 3cm from the distal tip. Also, there were three locations along the coil segment that showed damage or stretching. Within the deformed fep (fluorinated ethylene propylene) appeared to be dried/burnt blood and the coil was exposed through the fep. The probable cause of the reported event is likely related to inadequate/uneven pressure being applied at the time of treatment. Vessel anatomy and/or procedural technique may have contributed to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.